Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high impedance issue was identified, 36,010 and possible shorts . Impedance testing was conducted, and values were referenced. Troubleshooting was performed, and it was determined that programming is not affected by the electrodes with high impedance; the patient continues to have pain relief in the legs with the current programming. The issue remains ongoing and unresolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.